Event description:
Preterm infant born via emergency c-section due to mother's pregnancy induced hypertension. 3.5 french dual lumen umbili-cath inserted for administration of IV fluids and medication, sutured at 8 cm. Placement was verified by x-ray and direction was given to pull back catheter. As it was pulled back, catheter snapped just above the suture line. Catheter portion remaining was secured with hemostats and removed completely with tip intact.